Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2021,senseonics was made aware of an adverse event where user experienced hypoglycemia with low symptoms and was not able to get the values.

Manufacturer narrative:
Based on the case notes, it was reported that the system was not in use during the time of the event as the transmitter battery was completely discharged. Since the system was not in use, there could be no alert asserted to warn the user of the hypo event. There can be no further investigation performed at this time. The transmitter was out of warranty and the user was encouraged to contact the distributor for a new transmitter per complaint (B)(4).